Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer states that on (B)(6) 2017 they had a patient on a mx40/customer states that this mx40 had a signal loss and by the time the signal was re-established and they checked on the patient they discovered that the patient had coded. It was originally reported that the patient expired but per the biomedical engineer the patient survived but had a serious injury. Investigation is needed to understand if any philips product caused or contributed to the patient event. The patient coded but had a serious injury.

Manufacturer narrative:
Per the facility risk manager , the nurse had originally seen the patient and had left the patient with normal monitoring and leads on per normal operation. The tele tech had left the monitoring cockpit and upon returning at approximately 01:41am saw a "no signal" inop in the pic patient sector and contacted the caregiver to check on the patient since no monitoring was being performed at the central for that patient. When the nurse returned to the patient's room at approximately 01:57am the leads were off the patient. The patient was in distress and a code blue was called and the patient was intubated and taken to the ICU. It was suggested by risk management that the patient may have pulled off the patient monitoring leads due to distress, which she said is commonly seen in these cases. The central station pic alarm logs were reviewed for the time period in question. Since the device was a pic "classic" revision l.0 there was no ability of the pic to capture any alarms other than three star red alarms. A review of the pic alarm logs show that there was an asystole three star red alarm at 02:04:36 for hstl2. There were also twenty-three red alarm sound alarms shown from 02:04:36 until 02:14:33. Before 02:04:36 on (B)(6)2017 there were no three star red alarms shown in the pic alarm log file going back to 05:53:39 on (B)(6)2017. At 05:52:40 on (B)(6)2017 there was a three star red v-tach alarm that was displayed and annunciated at the pic, which was subsequently silenced at 05:53:39 on (B)(6)2017 by the users. There were no other alarms shown in the logs until 02:04:36 on (B)(6)2017. Per review of the mx40 device logs, the device was powered up on (B)(6) at 19:14. Four (4) minutes later, the device disassociated from the pic then reconnected 7 seconds later ( short disassociation). There were no other events until (B)(6)2017 at 02:04 after a power cycle. Per a review of the central station rfda logs, the central station lost connection to the mx40 at 01:42 on (B)(6)2017 and the central station sent an abort message to the mx40. At 2:03:54 on (B)(6)2017 there was a reconnection with the mx40 and pic where an association message to the mx40 was sent from the pic and the mx40 entered monitoring state at 2:04:02. Revision l.0 did not collect inops or device statistics, but when the device disconnected there would have been an inop alert at the sector. This would be a blue inop banner in the sector and a blue background that beeps on an interval until the condition is silenced or resolved. It is not a red alarm and does not show in the alarm log. We do not have the particular details on why the device lost association. All the pic knows is that the pic/mx40 signal was lost. There wasn¿t any error or condition internal to the pic that caused the connection to close. The mx40 telemetry has a rf auto shutoff feature where rf operation during an extended situation of all leads off for more than ten minutes and where the spo2 is not being measured continuously will shut off rf communication. The factory default is 'enable" rf shutoff to conserve battery power. The problem was resolved by providing information to the customer in the form of a response letter. It was stated by risk management that as of (B)(6), there was no allegation that any philips product caused or contributed to the patient event. The information available is consistent with the mx40 device and the pic central station device working as designed and as to device specifications. Patient information has been requested but has not been provided.